Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the intraocular lens got blocked in the injector. Additional information has been requested. No patient harm was reported.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has advanced the lens to the fill line. The plunger was in contact with the trailing optic edge at mid nozzle. The leading haptic and the trailing haptic were folded into the optic fold. The nozzle was removed and cleaned for further evaluation. The lens was removed during the cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The lens was advanced to mid nozzle. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the device. The IFU instructs fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company preloaded delivery system that has been allowed to come to the operating room temperature. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become stuck in the device if the operating room temperature is too high (more than 23 degrees c or 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).